Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that a patient enrolled in a clinical study and underwent a total hip arthroplasty on (B)(6), 2015. Subsequently, the patient reported experiencing secretion from the surgical wound on (B)(6) 2015, which was resolved with medication. No revision has been reported to date.